Event description:
I use the abbott freestyle libre 3 cgm continuous glucose monitoring system. I have had several of this device simply fall off prior to the 15 day end-date. Today, I opened a new one and was unable to insert the needle into my arm as it was already deployed into the cap. This has happened one other time to me. I have requested replacements from abbott on multiple occasions for ones that simply fall off for no reason. This product is extremely expensive and I struggle to afford it each month even with using good rx. When they fall off, or unusable and I have met the one month supply allotment already, I have to wait up to 30 days to get a refill. I do prep my skin properly. I wash with non-oily soap, wipe dry, clean again with alcohol & wait for that to air dry, then I wipe the area where I am placing the cgm with skin tac which is supposed to help the device stay in place. Sometimes I will place an adhesive cover over it to also help it stay attached. My last sensor fell off after only 4 days. There has already been a recall recently and this is causing severe stress, distress, and unmonitored blood sugars for me. I feel that this device is mandatory for patients like myself who struggle with doing a finger stick several times every day but I do feel that there needs to be better, safer ways to apply this. Especially when it comes off when not at home (I don't carry an extra with me as I rarely have one on hand) or when traveling and know one is going to expire before I return home and I don't have an extra to travel with due to the above stated reasons. Thank you so much for your time and all the work you do to keep us safe and healthy.